Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign material (crystalline substance) was found in the scope nozzle, light guide tube wrinkled, instrument channel tube port scratched, suction cylinder scratched, no name plate on the scope connector cover, protector worn, switches were worn, nozzle was deformed, and bending cover dirty. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, foreign material (crystalline substance) was found in the scope nozzle due to insufficient or incorrect reprocessing. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Te foreign material was unable to be identified. It is likely that foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.